Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels of 468 mg/dl. There was also a difference between the sensor glucose and blood glucose values that triggered threshold suspend. The customer¿s blood glucose level was 352 mg/dl. The customer also reported a low blood glucose of 50 mg/dl and treated with breakfast. It was stated the issue occurred when the sensor was displaying inaccurate readings. The insulin pump will be returned for analysis.